Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study name advantage af phase 2; clinical study ID pf106 index ablation procedure was performed on (B)(6) 2023. It was reported that a faradriave sheath and versacross access solution were selected for use. One day post procedure, patient experienced "more blood than normal" at the incision site. Patient changed the gauze and reported not seeing any more blood on sit. The patient went to emergency department on 11 november 2023 and stated that compression tried to stop the bleeding but it was not successful. Patient received 1 stitch in groin and a groin ultrasound that was negative. Event was resolved after treatment the same day. Both devices are not expected to be returned as the complication emerged after the procedure, when the devices would have been discarded.